Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4). Batch (B)(4). In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: product code and lot # after phone call with customer, the code is (B)(4), however could not confirm if the lot is kf5ca or kc3ag.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was obtained: date and name of index surgical procedure left ring finger fracture the diagnosis and indication for the index surgical procedure? Unk what tissue location was placement of suture? Unk what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unk what were the patient symptoms (location, severity, appearance). Purulent and pain on wound date / time of onset from the surgical procedure? The patient had left ring finger fracture and had pain 3 months after operation, who underwent emergency debridement on 2018.05.13. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unk what was the appearance of the suture during the second procedure? Unk other relevant history / concomitant medications unk product code and lot # unk will product involved in the event be returned for evaluation? No what is physician¿s opinion as to the etiology of or contributing factors to this event? Maybe suture what is the patient¿s current status? Stable

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of the index procedure date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? What tissue location was placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were the patient symptoms (location, severity, appearance). Date / time of onset from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? What was the appearance of the suture during the second procedure? Other relevant history / concomitant medications . Product code and lot # . Will product involved in the event be returned for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a left ring finger fracture repair procedure on an unknown date and suture was used. 3 months after the surgery, the patient had suture reaction of pain and festering wound and was diagnosed with abscess. On (B)(6) 2018, the patient underwent emergency debridement under local anesthesia with "left ring finger debridement, abscess incision and drainage, and repeatedly washed the wound surface with a large amount of hydrogen peroxide, normal saline and iodine volt. On (B)(6) 2018, the patient's condition improved and recovered well. Additional information has been requested.